Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information to the customer on how to reset the pump and assisted in doing so. Following the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the issue happened again and acknowledged the instructions.